Event description:
As reported: "carbon rods show visible cracks after sterilization/cleaning (reprocessing)".

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received products shows that all returned rods are cracked on both ends as reported. Inspection of the received information/evidence are done or will be done, in the proceedings of the nc. Based on investigation, the root cause was attributed to a design related issue.